Event description:
It was reported that, "surgeon was implanting stem from the restoration modular hip set when he noticed a metal piece break off of the above part #. Part # is being returned for eval."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.